Event description:
Was transporting pt from a wheelchair to a clinic chair via a hoyer lift. During transfer, the hydraulic pump gave a jerk and then the hook to the hoyer sling gave way and dropped pt to floor.